Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty patient board set. The cause of the faulty patient board set is likely related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. It was confirmed that the design of the operational amplifier of the dr board was changed on april 16, 2018. Also, a definitive root cause of the reported event is likely related to the connection with the video connector failing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center had a black screen when connecting the 180 range endoscope. The issue was found during preparation for use, the intended procedure was completed using a similar device. There were no reports of patient harm.